Manufacturer narrative:
The event was not confirmed as devices were returned and no medical records or x-rays were made available for evaluation. Based on the provided photograph, the device appears unremarkable. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review: there have been no other events for this lot or sterile lot. Review of the sterilization records verified the sterility of the reported product lot. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.

Event description:
The arthoplasty was revised due to infection. The components were implanted in situ for ~1.3 y . The tibial insert and femoral component were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 6.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for approx 1.3 y . The tibial insert and femoral component were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
An evaluation of the device cannot be performed. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. The other device listed in this report: cat. No.: 5510f401, triathlon cr fem comp #4 l-cem, lot code: sm94h it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Device not returned.